Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773. Product ID: 9735787, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The battery and uninterruptible power supply (ups) were replaced. (B)(4) are applicable to the system checkout. The uninterruptible power supply (ups) was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. (B)(4) are applicable to the ups analysis. The battery has not been returned for testing at this time: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system unexpectedly shut down. There was no patient involvement. Additional information was provided stating that the system was plugged into a known functional outlet when this shutdown occurred.